Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to elective replacement indicator (eri). There was an allegation of premature battery depletion.